Manufacturer narrative:
Evaluation summary: the evercross was received for evaluation. It was inspected and a radial tear to the balloon was observed. The balloon segment was inspected under microscope and the inner assembly and balloon segment distal to the radial tear were observed to be separated/fractured from the catheter. Approximately 3.5cm of the balloon remained attached to the catheter. The proximal marker band was still attached to the inner of the received device; however the distal marker band was unaccounted for. It should be noted the distal segment of the separation was not returned. The reported balloon burst and separation has been confirmed.

Manufacturer narrative:
.

Event description:
Customer reported using 6 f guidewire with an inflation device. The evercross balloon was prepped and no concerns were seen with the device. The evercross balloon was inflated to an unknown pressure and ruptured. On trying to remove the evercross balloon after bursting, the top end of the balloon snapped off and was left in the patient. The patient was then taken to the operating room where a vascular surgeon removed the remaining section of the balloon. Following removal of the separated section of balloon, the patient was discharged 2 hours after procedure. It was later found that the staff thought they were using a high pressure balloon instead of an evercross.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.